Manufacturer narrative:
The instrument was returned with a reload cartridge loaded that was noted to have a wedge band bypass. The returned cartridge was noted to have the left side 3/4 partially fired and the right side was noted to be unfired. This damage is consistent with an improper loading technique. If the reloading instructions are not followed and the cartridge is loaded improperly into the channel of the instrument, the cartridge and instrument could become damaged. As the instructions for use state, "insert the new reload by sliding it against th bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place." In addition, "ensure that the instrument jaws are aligned and tissue is positioned properly. Any "bunching" of tissue along the reload my result in an incomplete staple line." Based on the analysis findings, the right wedge band most likely entered the knife slot and bypassed the right side fo the cartridge. When tested for functionality with a test cartridge, the instrument fired conforming. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the wedge band bypass observed on the fourth firing. Another device was used to complete the case with no reported patient consequence.